Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of pump not retaining date and time was validated. Upon opening the event log the evidence revealed 1/1/2005 12:00:34 am medium alarm displayed: pump settings and patient data lost. This was the verification to show malfunction and issue was isolated to the pwa board as the device was corrupted. Action was taken to replace the pwb and device passed all functional testing. Device over all condition was good.

Event description:
Investigation completed and summarized in h 10.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump does not retain date/time. There was no reported adverse event.